Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in (B)(6) 2020. The spouse reported that the patient was hospitalized for 3 days in (B)(6) 2024 with tubing no longer functional and a stoma site abscess with drainage. Approximately on (B)(6) 2024, the tubing was removed and radiology put in a clear tube to keep the stoma site open until it can be replaced with a 20fr abbvie peg tube. It was unknown if the patient received any systemic treatment for the stoma site abscess.

Manufacturer narrative:
It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection / abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.